Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/01/2025, it was reported by a sales representative via (B)(4) that an ar-3636 fibertak is prematurely locking. And another ar-3636 fibertak failed to convert the repair stitch. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to improper surgical technique.